Event description:
It was reported that the customer had a blank display on the pump. Customer stated that the pump has been turning off without any type of warning. Customer stated that the battery icon went from all bars down to only one bar. Customer stated that the display is not currently blank. Customer has tried 2 batteries since the issue started. Customer stated that the first battery did not turn the pump on, but the second battery did. Customer stated that the pump turned off when she was just in the shower. Customer was sent a new battery cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that she does not have a back-up plan right now, but will monitor the pump closely. No additional information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to test the operating currents and for battery icon anomaly due to blank display. The insulin pump has minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.